Manufacturer narrative:
Testing of actual/suspected device. A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse tested and found that the arterial pressure waveform displayed when connected to the trainer, the augmentation achieved when using trainer both under ECG trigger and pressure trigger in semi-auto mode. The fse advised that the suspected problem is related to the arterial pressure sensing output using user¿s own ap set or the ap transducer cable from another company. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had no augmentation and arterial pressure could not be displayed while set on semi-auto. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.